Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for post lumbar laminectomy pain and spinal pain reported via a manufacturer representative that the patient had a loss of coverage in needed areas including low back and left leg. Impedances were checked and revealed the 8-15 lead had impedances less than 10,000 ohms. The patient was sent for x-ray and the x-ray confirmed both leads migrated down two vertebral bodies. A full system revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
Refer to manufacturer's report#3004209178-2014-20490 regarding the patient's prior implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Event description:
Additional information received from the manufacturer representative reported that the on (B)(6) 2016 both the wires and battery were explanted and it was noted there was nothing suspected to be wrong with the battery. The representative stated that the patient left happy and was looking forward to activating adaptive stimulation. Further information received from the representative reported that the patient was seen to add some programs on (B)(6) 2016. The patient had perfect coverage and left happy. The patient was going to have another follow-up to activate the sensor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.